Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2018 with the following findings: a review of the pump history showed the insulin to carb ration was set to 1 unit to 8 grams, and 1 unit to 10 grams. The pump was run for 24 hours with the patient's insulin to carb ratio settings and no changes to the insulin to carb ratio were found. No hypersensitive or stuck keys were found. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and no delivery defects were found. The pump was delivering within the required range and delivering accurately. No alarms or delivery interruptions occurred during testing. The history settings issue was unable to be duplicated during the investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 41mg/dl, with confusion, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the patient stated ¿the insulin to carbohydrate ratio had changed from 1:10 to 1:8¿. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an inaccurate delivery issue.